Event description:
It was reported that during the customer's surgery, it was discovered that there was water leakage at the interface between the water pump and the balloon dilation catheter, and the pressure dropped. After repeated adjustments, the surgery could not be completed. So, the new balloon was replaced and the surgery continued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "poor shaft design (shaft od wrong size)". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "preparation of the catheter: all x-force balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated. Remove the protective sheath from the balloon. Attach the inflation device to the connector on the balloon lumen. Open the stopcock and draw back on the inflation device to remove the air from the balloon catheter. Close the stopcock, remove the inflation device, depress the plunger to remove any air and reattach to the balloon catheter. Repeat steps 3-4 until all air is removed from the balloon lumen." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the customer's surgery, it was discovered that there was water leakage at the interface between the water pump and the balloon dilation catheter, and the pressure dropped. After repeated adjustments, the surgery could not be completed. So, the new balloon was replaced and the surgery continued.